Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. It was reported that ¿the pump is on its way out¿. Attempts to reach the reporter for further details and clarification were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation of the device not working per specifications.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered up with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found in the battery compartment. The cartridge compartment was damaged along the top. A test cartridge cap was fully secured. The pump was run for 24 hours and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components.